Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had several signal artifact monitor (sam) episodes stored. Technical services (ts) was consulted and explained that the patient was not enrolled in latitude nxt resulting in the first sam episode not be correctly saved for review, making it impossible to determine the root cause. The patient was brought into the clinic after noting the minute ventilation (mv) feature was disabled. Upon troubleshooting from the health care professional (hcp), the minute ventilation (mv) feature was attempted to be re-enabled, however the was not possible to turn it back on. Ts noted that subsequent sam episodes occurred due to detected high out of range impedances; however, the impedances measurement ranges were noted to have been incorrectly programmed. The lead was programmed for tachy impedances, rather than brady for this device, resulting in differences in acceptable impedances ranges. False sam episodes were stored due to incorrectly detected high impedances out of range, causing the software to disable the mv feature. Ts noted the actual impedances are within range, and no lead integrity issues are suspected. This pacemaker remains in service. No adverse patient effects were reported.